Event description:
It was reported that the user experienced multiple episodes of very high blood glucose while using the ilet pump, during which the user disconnected from the pump and administered subcutaneous insulin by pen as backup therapy before later reconnecting; the user reported readings over 400 mg/dl for several hours and requested additional training. Symptoms included hyperglycemia. Outcomes included the need for additional training and self-management with subcutaneous insulin. Investigation included complaint intake and assignment for additional training. Investigation of this case revealed an unclear cause for the hyperglycemia with no device alerts or alarms reported. It was concluded that the cause of the hyperglycemia was not determined and that the user received assignment for additional training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.